Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the hypodermic needle disconnected from the syringe. It was reported that it "seems to be lubricated because even if it snaps tightly it comes off very easily." The operator of the syringe states that between the needle and the syringe, there is leakage of medications and blood during use. No adverse health outcomes were reported.